Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 - correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 30oct2024 a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation and the information provided, it is likely due to physical stress such as rubbing or bumping the insertion part or chemical stress due to reprocessing outside the IFU and or stress caused by poor storage environment. However the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU): important information ¿ please read before use 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the oes bronchofiberscope exhibited the coating peeling on the connecting tube . There were no reports of patient involvement.